Event description:
Upon application of bone cement during femoral head replacement surgery, the pt's blood pressure dropped suddenly. The vasopressor was not recovered her blood pressure. Neither cardiac massage nor countershock were able to anabiosis. Pt expired on same day. After the operation, x-rays revealed that the bone plug had moved to distal. Pulmonary edema was also observed in the pt's left lung.